Event description:
A report was received that the patient was unable to charge the implant. The patient underwent a pocket revision procedure wherein the ipg was repositioned to a shallow area. No device malfunction was suspected. The patient was doing well postoperatively.